Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station want to replace all in one due to memory issue. A field service engineer (fse) agent swapped the all in one unit (aio), which was not in a live environment and did not have a new replacement available. The tss then contacted the customer, by phone and email and, per patient encounter system consult, completed the aio unit replacement and retrieval of missing transactions by following knowledge article retrieving missing transactions from medapp and pas debug logs and provided to brian by saving the files on the application server at requested location. The fst agent successfully swapped the aio unit, which resolved the issue. Station was to backfill and replace the faulty aio unit and was opened to clear and resend inventory. Customer confirmed that all issues were resolved and granted permission to close the ticket. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user requested that the all in one (aio) be replaced to avoid any volatile memory issues and to capture the missing transactions. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.